Manufacturer narrative:
One device has not been returned for evaluation; therefore, the investigation is inconclusive for fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The other device has been returned for evaluation; the investigation is identified fluid leaking. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an 1716000j port & catheter allegedly experienced a fluid leak. This information was received from various sources. The fluid leak involved two patient with no patient consequence. One patient was (B)(6) years old and female without weight provided. The age, weight, and sex were not reported for the second patient involved.